Manufacturer narrative:
H4: the lot was manufactured between november 27, 2023 - november 29, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors underinfused medication during patient infusion. After 24 hours, the pumps were not fully infused. There were no issues noted during setup. The devices were filled with piperacillin/tazobactam 13500mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10 date: the events occurred between 26 july 2024 - 28 july 2024. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.